Event description:
It was reported that customer experienced multiple occlusion alarms over a five-day period. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.